Event description:
A discordant high troponin result was generated by the dimension rxl max with hm system. The discordant result was released from the laboratory and not questioned by the physician. The customer repeated the same aliquot on the same system and obtained a result within expectations. The customer then recentrifuged the sample and tested it on a different system and obtained results within expectations. The customer called the attending physician and issued a corrected report. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin result.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data and sample preparation information provided by the customer, the tsc determined that the cause of the event is not known. The tsc instructed the customer to stylette wash and wipe the probes to assure no debris is present, align the wash probes to the wash wheel and to examine the centrifuge for proper operation. The instrument is performing within specifications. No further evaluation of the device is required.